Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train and wearing on the lower shafts of gear number one and gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that there was a pump alarm and the patient experienced symptom return. There were no environmental or external factors (no electromagnetic interference (emi)). Dr. (B)(6) sent the patient to the neurosurgeon, dr. (B)(6), to program the pump changing. When the manufacturer representative called the dr. (B)(6) last evening, she didn't know the surgery status. No further complications were reported and/or anticipated. Additional information was received. It was reported that the type of pump alarm was a critical alarm and there was a motor stall. Surgical intervention occurred on (B)(6) 2020 and the pump was explanted on that date. The explant resolved the device issue and patient symptoms. It was reported that the device will not be returned to medtronic for analysis as the surgeon wanted to keep the device. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the device would be returned for analysis.